Manufacturer narrative:
Sections with additional information as of 22-dec-2020. H6: updated FDA's conclusion codes. H10: complaint product was not returned for investigation, product lot number provided expired, unable to perform retention testing, updated most likely underlying root cause from mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test to mlc-6: passed expiration date.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer is using expired test strips: manufacturer's expiration date of 08/20/2020. The customer had another vial of test strips that had been stored and handled correctly, lot # mw3289s, manufacturer's expiration date of 10/31/2020. During the call, a back to back blood test was not performed by the customer. The meter memory was reviewed for previous test result history (customer only provided two results): (B)(6).